Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was displayed as "low", although a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue as well as to obtain how bg was addressed, but no response was received.